Manufacturer narrative:
This case, with patient identifier (B)(6) system 1, is related to case with patient identifier (B)(6) system 2.

Event description:
It was reported the patient received the following results within 15 minutes: 70 mg/dl system 1 and 206 mg/dl system 2.